Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on the 4th day of wearing the adc device, a ¿scan again in 10 minutes¿ error message was received and it lasted ¿2 hours or more.¿ as a result, the customer was unable to obtain sensor readings and experienced dizziness and a loss of consciousness. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and the customer was able to self-treat with insulin (type/dose unknown). There was no report of death or permanent injury associated with this event.